Manufacturer narrative:
(B)(4): it was reported that on (B)(6) 2007 the patient experienced mild stress urinary incontinence as well as urge incontinence and was diagnosed with a grade 1 cystocele. There was no exposed mesh upon exam. On (B)(6) 2007 the patient was prescribed fluconazole and daily estrogen cream for erosion and ulceration. It was reported that on (B)(6) 2007 there was no evidence of mesh erosion, the previously exposed transvaginal mesh had completely epithelialized and there was no indication to excise the vaginal mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and a sling was implanted. It was reported that after implantation patient experienced pain, erosion, bleeding, vaginal scarring, and urinary problems. It was reported that patient underwent vaginal repair anterior and posterior due to stress urinary incontinence on (B)(6) 2007 (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.